Event description:
The impactor is cracked.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The sp2 tibial radel impactor (258111000) lot code: unknown was not returned. The investigation could not draw any conclusions about the reported breakage based on the lack of the product to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not warranted. The sp2 poly tib comp impactor (966385) lot code: unknown was not returned for examination. Follow up communication for product return was unsuccessful. The investigation could not draw any conclusions about the reported event without the instrument to examine. The 966385 sp*2 poly tib comp impactor is designed to have the 966388 tib tray impactor celcon replacement component replaced after heavy usage/impacts. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.